Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient discovered a leak and crack in her line. The patient did not see the crack during set up. During treatment she discovered a leak. The patient went to her clinic for evaluation. During follow up the patient's nurse reported that she did not have any signs of infection. Her effluent remained clear. She was treated prophylactically with antibiotics. The set was retained and returned for evaluation. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual and photographic inspection found a crack or hole in the patient line. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviation or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.